Event description:
It was reported that the ilet lost communication with the dexcom g7 sensor while the user was traveling from a medical appointment, though the dexcom app continued to display glucose values; the user restarted the ilet, after which blood glucose readings resumed, and no alerts or alarms were reported. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose control, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education performed remotely, including a device restart. Investigation of this case revealed a temporary signal loss between the ilet and the cgm that resolved with a device restart, indicating a transient communication issue without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user corrective action restoring normal function after a transient communication interruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.